Event description:
Allegedly the threaded guide pin for the headed screw snapped off at the thread line when inserted in to bone. This seems to have happened with 2 of 2 pins used. Broken piece was not able to be retrieved.

Manufacturer narrative:
Investigation not complete. Product has not been returned. Trends will be evaluated. The event device code is addressed in the package insert. This report will be updated when the investigation is complete.